Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with non-ischemia cardiomyopathy. The patient was also in cardiogenic shock, acute liver failure, and renal failure. The impella 5.0 was selected for hemodynamic support. The device was prepped, inserted, and initiated without any reported issue. During support, the patient exhibited an altered mental status and imaging found a clot in the left ventricle; at the tip of the catheter. The device was removed and a CT scan revealed infarcts in the frontal lobe and left corona radiata. The physician deemed the infarcts were caused by the thrombus. The patient, however, successfully went on to receive a heart transplant.